Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the tissue bag falling off the prongs as the tissue bag was not attached to the supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: unk. Description of the event: during use, the bag deployed prematurely. There was no compression of the introducer to deploy the bag. The device was replaced and another cd001 was used successfully. Additional information received via email from [name] on 4 august 2021: sorry for the delay the manager who put the quality form in has been on holidays. She cannot remember the scrub nurse but has stated the following I'm not sure if the bag fell off the prongs, but I was told that it happened whilst deployed in the patient. She will continue to try and locate the scrub nurse. Additional information received via email from [name] on 18 august 2021: unfortunately inconclusive information was obtained and they were unable to provide an answer that provided clarity. Additionally we have unsuccessfully tried to find out which surgeon used the product to obtain further information. This is also a vacant account and during covid it has made this challenging to gain information. I am aware of the importance to gain detailed information for this document. Whilst we have tried to obtain the missing information prior to completing the form, I will educate the account on the information that is required in future to ensure that we can provide a detailed inspection and write and accurate incident report. Patient status: unk. Type of intervention: device was replaced and another cd001 was used successfully.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: unk. During use, the bag deployed prematurely. There was no compression of the introducer to deploy the bag. The device was replaced and another cd001 was used successfully. Patient status: unk. Type of intervention: device was replaced and another cd001 was used successfully.